Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited diagnostic anomaly where the battery longevity information was missing. Upon review of the next transmission, it was noted that the issue was resolved. No intervention was performed. There were no patient consequences.